Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 31-may-2024, it was reported that five infusion set came off due to the adhesive failing and lifting while swimming and sleeping. Patient was having high blood glucose due to the event. No further information available.